Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the check valve did not have a hole in the white inlet. Further inspection revealed that a layer was obstructing the hole in the white inlet of the valve. Pressure testing, clear passage testing, and functional testing were performed and revealed that the device was unable to prime. The reported condition was verified. The cause of the condition was determined to be incorrect solvent application during manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set did not prime. This event was discovered during priming of the set and before patient use. There was no patient involvement. No additional information is available.